Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm, followed by an off no power alert on the insulin pump. Customer stated she pressed buttons and nothing happened, she could not rewind the insulin pump. The motor error occurred during basal rate insulin delivery. During troubleshooting, it was found that the insulin pump was not exposed to a magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Prior to the off no power alert, the customer had changed the battery two days before and she did not received a low battery alert before receiving the off no power alert. The battery was not previously used and the insulin pump had not been bumped or dropped. Nothing further was reported.